Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not power up and did not register any of the expected error codes needed in order to troubleshoot what was going on with the device. There was a one hour delay in the planned surgical procedure to obtain an identical spare device that was at the time being used in another surgery and had to be cleaned in sterile processing in order to complete the surgery. It was reported that the patient was stable during the hour delay and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation, did not always power up when plugged into the console, motor flex was wornout, and the flexcircuit is cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.